Manufacturer narrative:
Cannot confrim serial number. (B)(6). A follow-up report wil be submitted upon completion of the investigation.

Event description:
It was reported that the ventilator was frozen and alarming continuously. It was reported that the event occurred during clinical use. There was no patient harm reported.

Manufacturer narrative:
Date of report: 21sep2018. (B)(4). Date of manufacturer: 10april2018. The field service engineer (fse) evaluated the device. The ventilator could not be powered down. The touchscreen and navigation ring were intermittently unresponsive. The fse replaced the power management (pm) printed circuit board (pcb). The ventilator passed all tests and operated within the manufacturing specifications.